Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was an observation on the lv1/distal electrode. It was noted the distal end of the lead was damaged/torn and was likely related to the complaints. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged while the catheter was slitting. The lead and catheter were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.